Manufacturer narrative:
An investigation is in process for lens tears.

Event description:
An aa4203tl model lens tore while it was being implanted. The surgeon noted that the lens tear was only marginal, so decided to leave the lens in the eye. There was not patient injury or any complications. The facility indicated that the cartridge may have been the cause.